Manufacturer narrative:
Product was replaced and requested back for investigation.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012, due to the alleged error 5 message on his one touch ultra easy meter. The patient claims he was unable to test his blood glucose for the past 20 days. The patient mentioned that due to the alleged error 5 message, he was unable to test and felt like his blood glucose was too low and he ate sweets and drank fluids on the morning of (B)(6) 2012. That night he tested on an accucheck meter and obtained a 300 mg/dl; however, expected a lower result. The patient claims the week before he exhibited the same issues. The technique of applying blood on the test strip was correct. The patient was unable/unwilling to verify whether the test strips had been opened longer than the discard date. The alleged issue was not resolved over the phone. The complaint is being reported since the patient alleged that due to the error 5 message the patient unable to test developed symptoms and had to self-treat with food/ drink.

Manufacturer narrative:
(B)(4): the meter was found to have a contact issue (172) between the test strip and contact point with the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A device history record (DHR) was done on the subject meter lot, which was found to have planned deviation. The deviation is issued for a cost saving initiative to change the shipping pallet configuration. The palletization issue has no adverse impact on the product performance or function.